Event description:
Customer reported obtaining erroneously low sodium (na) and chloride (cl) results on a single patient generated by the au680 clinical chemistry analyzer. The erroneous results were not reported outside the lab. There was no impact to patient treatment. Customer stated that controls (qc) was performed before and after the incident. Qc data identified level 2 low recovery which initiated recalibration by the customer. Following recalibration, customer ran 3 levels of qc. Qc recovery was acceptable for 2 out of 3 levels which passed the facility qc rules for acceptance.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the mix assembly was not turning the ise mix-bar. The fse replaced the mix motor to restore function to the mix assembly and resolve the problem.